Event description:
Per journal article ¿ventralex¿st hernia patch repair for small umbilical hernia is safe and effective: a retrospective cohort study.¿ the article describes a retrospective cohort study of 488 adults who underwent umbilical hernia repair during 2014-2018 using ventralex st and aimed to investigate the long term results of umbilical hernia patch repair. Postoperative outcomes reported included hernia recurrence (12), surgical site infection (16), seroma (3), hematoma (5) and chronic pain (8). 20 study patients underwent reoperation for any cause including 3 for excess scar formation/abnormal reaction to mesh, fistula, chronic pain, rectus diastasis, surgical site infection, or recurrence. Of the 20 reoperations, 7 explants were noted associated with the outcomes of chronic pain, infection, or recurrence. No specific device issue was noted in the article. Based on this study the authors noted " the use of the ventralex st hernia patch placed in preperitoneal space in umbilical hernia repair has acceptable results in terms of recurrence and complications.¿

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. Additional information has been requested. The journal article did not include any analysis of how or if the ventralex st potentially caused or contributed to any patient outcome or complications. Seroma, hematoma, fistula, infection and hernia recurrence are known inherent risks of surgery and listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. Regarding infection, the warnings section states, ¿ if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis.¿ no lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2014 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.